Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Technical support provided instructions to manage the issue, such as disconnecting tubing and delivering bolus infusions, but the occlusion alarm recurred. The customer ultimately changed supplies as necessary and resumed insulin therapy.